Manufacturer narrative:
The unit alarmed motor error during the rewind due to a motor encoder signal out of phase. The unit had a cracked battery tube thread, a cracked reservoir tube lip, and a cracked case near the display window corners. (B)(4).

Event description:
The customer called in to report a motor error alarm. The customer had just gotten off of a plane. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.